Manufacturer narrative:
Pt info was not provided. Sorin group (B)(4) manufacturers the sorin c5 system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that there was a fault with the c5 system computer board, which caused the pump to become unresponsive. There was no report of pt involvement. The investigation is on-going. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group received a report that there was fault with the c5 system computer board, which caused the put to become unresponsive. There was no report of pt involvement.